Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 6 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a failure of the internal board of the device and inter-board cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
As reported for this event by the customer, e116 and e117 system error messages were received randomly for the device. There is no reported harm to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there is no error message is displayed. The customer phenomenon is not confirmed. Extensive tests were carried out for four days, but neither e116 nor e117 error message was reproduced. All other control points according to the guideline related to this product appeared normal and revealed no weaknesses or lack of functionality. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.